Event description:
A physician reported that an ophthalmic blade was found to be dull. The scheduled procedure was cataract surgery. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to two of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).